Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens). It was reported that when the patient tried the stim on and stim off button, it did not change anything on the screen. The patient stated that sometimes they felt the controller vibrate but the screen showed that the ens was on and the options to turn it off and on never came up. The patient also stated that the button did not fully depress to a point where they felt it click. The patient was instructed to use the back of a pen to push down harder but the patient reported that it still did not click or fully depress. The patient wanted to turn off the stimulation per the labelling instructions for driving. The patient was instructed to take out the batteries and put them back in. After the patient unlocked the screen, nothing changed and the button did not work. The patient also noted that they only felt the stimulation sometimes and it was always a bit of a surprise when they felt it vibrating. The patient clarified that the stimulation was never uncomfortable but just a surprise. The patient was redirected to their health care professional (hcp) for further trouble-shooting; trial was scheduled from (B)(6) 2018. No symptoms were reported. No further complications were indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable.  No additional supplementals required unless additional information received indicates reportable event.